Event description:
Nurse walking down the halfway of the nursing home smelled smoke and observed smoke in room (B)(6). Residents in the room were removed as were residents in nearby rooms (B)(6).

Manufacturer narrative:
Device has been returned and verified that an electrical problem did cause the smoke involved in the incident. An plan is being developed for eval by component manufacturers and/or independent parties.